Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was returned with the stent crimped on the balloon. The stent is displaced by about 2.5 mm in proximal direction. Microscopic analysis of the exposed balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The pk papyrus us covered stent system was selected for treatment. Stent dislodged from balloon but was still on the shaft. During procedure a 6f guideliner was used.